Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00163. Additional information provided only one adapter was explanted and replaced on (B)(6) 2018. Adapter (2311) was explanted and replaced. The original implanted lead (3186) was never fractured and was never explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report: 3006705815-2019-00163. It was reported the competitor¿s lead that was connected to the patient¿s ipg had fractured. As a result, the lead was replaced (exact date unknown) with a new lead.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00163.

Event description:
Follow-up information provided: the patient's competitor lead was fractured with another lead (3186). Both the competitor¿s lead and lead (3186) "was" replaced. Therapy was restored.

Event description:
Device 2 of 2; reference MFR. Report: 3006705815-2019-00163. Additional information provided only one lead was explanted and replaced on (B)(6) 2018. Lead (2311) was explanted and replaced. The original implanted lead (3186) was never fractured nor explanted. It is still implanted and functioning.